Event description:
It was reported that the patient underwent a knee arthroplasty revision of the tibial bearing approximately nine (9) years post-operatively to address unknown post-operative complications. The patella was also resurfaced at this time. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). Concomitant devices - unknown tibial tray catalog #: ni lot #: ni, unknown vanguard femoral component catalog #: ni lot #: ni. Report source - foreign: australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10 reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.